Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) was confirmed. Upon evaluation, the rear response button switch was defective. The cause of the non-functional response buttons is the defective switch. In addition, the front and rear response button covers were missing. The root cause of the defective switch is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor indicating that the response buttons were non-functional.